Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the manifold valve is leaking. As stated on the repair statement additional malfunction on this device: no alarm at start up.